Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of the xience xpedition device, upon removal of the protective sheath, it was noted that the stent was not on the balloon. The dislodged stent was found in the protective sheath. The device was not used on the patient. There was no resistance reported during removal of the device from the packaging or during removal of the protective sheath and mandrel. The procedure was completed with another of the same stent. There was no clinically significant delay of procedure reported. No additional information was provided.